Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the unit didn¿t go in until sept 8 and was removed on 10/21 after 43 days. There may have been some issues, but they cannot definitively tie them to the trach dims or to any general health issues yet. There was no medical intervention required. There was patient involvement and no patient harm/adverse event reported.